Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic details were not provided.

Event description:
The customer reported that fluid leaked at the connection between the needleless connector and the texium syringe during an IV push of doxorubicin. Fluid had leaked onto the food tray and one drop on patient's pants. The syringe was disconnected and reconnected and the remaining 5ml was administered without further leakage. The patient's thigh was cleaned with soap and water, and pants were changed. There was no report of patient or staff harm.

Event description:
The customer reported that fluid leaked at the connection between the needleless connector and the texium syringe during an IV push of doxorubicin. Fluid had leaked onto the food tray and one drop on patient's pants. The syringe was disconnected and reconnected and the remaining 5ml was administered without further leakage. The patient's thigh was cleaned with soap and water, and pants were changed. There was no report of patient or staff harm.

Manufacturer narrative:
The customer's complaint of a texium syringe leak was confirmed. A photo provided by the customer observed two red droplets of fluid on the texium actuator tabs. No other issues were observed. The root cause of this failure was not identified.